Event description:
The user facility reported a (B)(6) year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient developed a hematoma on their right femoral artery following impella cp implant. The hematoma was evacuated, and sutures were placed around the site to manage the condition. Impella cp support continued following the intervention.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Based on the provided information, a definitive cause for the noted condition could not be established. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma. Remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site. Potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.